Manufacturer narrative:
Additional information: d4.

Event description:
It was reported that the patient experienced pump dysfunction with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was received that the pump was tested and the pump did not operate because there was a minute hole on the connector tube. The patient presented that the pump did not activate when pressed.

Event description:
It was reported that the patient experienced pump dysfunction with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was received that the pump was tested and the pump did not operate because there was a minute hole on the connector tube. The patient presented that the pump did not activate when pressed.

Event description:
It was reported that the patient experienced pump dysfunction with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.